Event description:
The customer reported that the screen on this unit goes blank with the battery in. In addition, when the unit is charged, it says that all settings have been to default. There was no report of pt involvement.